Event description:
It was reported the patient felt a tear at the ipg site when he bent over. Since the event the ipg has not been secure in the pocket. The patient will meet with his doctor to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.